Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an ischemic vt procedure while the physician was mapping the right and left ventricles to define areas of low voltage and also applying radio frequency, under the x-ray image the physician realized that the patient's heart silhouette did not move far enough. Then the patient's blood pressure began to drop dramatically. The patient had a pericardial tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an ischemic vt procedure while the physician was mapping the right and left ventricles to define areas of low voltage and also applying radio frequency, under the x-ray image the physician realized that the patient's heart silhouette did not move far enough. Then the patient's blood pressure began to drop dramatically. The patient had a pericardial tamponade. No ablation had been performed at the time the tamponade occurred. All catheters were removed and an emergency pericardiocentesis was performed. Patient's updated health status was stated to be stable. The physician's opinion regarding the causality of the perforation/tamponade was that the high pressure done with the catheter against the wall of the right ventricle. The act anticoagulant patient received during the procedure was maintained between 250-300s.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed . The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).